Event description:
The customer reported to beckman coulter (bec) that a startup failed (ambient temperature reading 10) on the coulter lh 500 hematology analyzer. While troubleshooting, the customer discovered a clear fluid leak in the main diluter module of the instrument. The volume of the leak was less than 10 ml, and was contained within the instrument. The operator was wearing gloves, a laboratory coat, and face shield at the time of this incident. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection to the reported event. No death or injury is associated with this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found no active leak, but observed a small amount of dried cleaner present on top of pinch valve (pv37), normally closed tubing on center of the diluter panel. The fse replaced the tubing and cleaned up the dried reagents. Upon further inspection, the fse found that the red blood cell (rbc) diluent dispenser was showing signs of a small air leak. The fse replaced the dispenser. Following the dispenser replacement, the platelet (plt) backgrounds were initially high and then they dropped back down after some startup cycles. The customer also discussed that abnormal 2 controls were not recovering differential results. The differential pak was replaced with 11/08/2013 expiration date pak, and abnormal 2 controls started reporting differential results. Failure mode was attributed to a tube at pinch valve (pv37) and rbc diluent dispenser pump. (B)(4).